Event description:
Reporter alleged discrepant back to back blood glucose results of 157, 337 & 104 mg/dl when testing was performed within 5 minutes on the complete system. Reporter stated she was not experiencing any hyperglycemic symptoms during the time of the testing. No actions or treatment reported. A request was made for the return of the suspect device, and replacement product was sent.